Manufacturer narrative:
A defective power supply was the source of the problem. The power supply was replaced and a verification run was performed successfully.

Event description:
Customer turned on the taqman 96 instrument after coming in one morning. There was a burning smell, and electrical crackly sounds right, before smoke was seen coming from the back of the instrument. The instrument was turned off and unplugged, and there is no longer smoke being emitted.